Event description:
Allegedly, eprd reported 65 new complications for advance® tibial inserts revision (16 infections, 5 loosening, 19 other and 19 unknown). No further information was reported. This incident is capturing 19 unknowns.